Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2013, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm utilizing gore® excluder® aaa endoprosthesis (rlt311417 and plc201200). On (B)(6) 2023, the patient underwent a reintervention procedure to treat a type 1a endoleak on the prior rlt311417 utilizing gore® excluder® conformable aaa endoprosthesis (cxa360005) (reference (B)(4). On (B)(6) 2026, the field sales associate (fsa) was made aware that the physician was planning to reintervene on the patient due to aneurysmal disease progression involving the abdominal and visceral regions of the aorta. There was contrast seen in the aneurysm sac of the previously implanted gore® excluder® aaa endoprosthesis, however it is unknown whether it was a type 1a or 1b endoleak. It is likely there was aneurysm enlargement associated with the endoleak, but growth amount is unknown. On (B)(6) 2026, the patient underwent a tambe reintervention procedure due to the aneurysmal disease progression utilizing gore® excluder® thoracoabdominal branch endoprosthesis (tambe). The physician elected to use a transfemoral approach for the tambe procedure as they could not evaluate the patient's chest because a chest CT was not performed. The tambe device was advanced to the intended location; however, it dropped slightly (around 5mm) when it was deployed. There was reportedly still plenty of room to get into the visceral vessels. The physician attempted multiple times to get into the celiac and renal arteries with multiple wires and catheters and then from axillary/brachial access; however, these attempts were unsuccessful and only the sma was stented. It was reported that the physician couldn't get a wire into the left renal or celiac arteries. The physician was able to get a wire into the right renal artery but couldn't track a device into the artery. When attempting to get into the celiac artery, the graft was pulled down slightly but not enough to affect branch vessel access. The cause for the issues with stenting the visceral arteries is unknown, as the patient did not have tortuous anatomy and the tambe device distal movement was not enough to impact access to the arteries. After multiple failed attempts to stent the celiac and renal arteries, the physician elected to stop the procedure. The physician plans to keep the patient in the hospital and attempt to finish the procedure within the next week.